Manufacturer narrative:
The cause for the elevated advia centaur xp ca 19-9 result compared to alternate methods is unknown. Siemens has requested the sample for investigation. The limitations section of the instructions for use states: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."

Event description:
Customer observed an elevated advia centaur xp ca 19-9 result compared to an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp ca 19-9 result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00027 on january 28, 2015 reporting an elevated advia centaur xp ca 19-9 result compared to an alternate method. March 2, 2015 - additional information the customer reported that additional diagnostic procedures such as gastroscopy were performed as a result of the elevated result. No tumor was found. Siemens received the sample from the customer and tested it on advia centaur xp ca 19-9 reagent lot 052361. The sample was tested neat and treated with an hbt and an nsb tube. Neat: 142 u/ml; hbt: 88.9 u/ml; nsb: 119 u/ml; these results indicate an antibody interference in the sample. Corrected information the initial filing of MDR 1219913-2015-00027 stated that advia centaur xp ca 19-9 reagent lot 052244 was used for the testing on (B)(6) 2013, however, it was reagent lot 052338 that was used.